Manufacturer narrative:
Following confirmation of explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this system received an inappropriate shock while eating. The reviewed electrogram was suggestive of myopotential oversensing and was able to be reproduced in-clinic. System programming was reported in the primary vector and no other vector appeared to be demonstrating a more suitable reprogramming option and rescreening for possible electrode repositioning, was unfavorable. For this reason, the physician elected to deactivate the device and schedule a replacement in favor of a transvenous system. No resulting adverse patient effects were reported and to date no intervention has been confirmed.